Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with herniated disc at l4-5 and radiculopathy at l5-s1. Patient was treated from levels l3-s1, dynamic treatment at l3-4 and rigid treatment at l4-s1. Patient was implanted with hardware on (B)(6) 2011. Reportedly in (B)(6) 2012 (unspecified date) patient presented with light pain and x-ray taken (unspecified date) revealed broken screws. It was reported the n-flex rods are okay. A decision was made to remove the broken screw at l3 bilateral. S1 disease, patient with no problems and clinically without any issue reported. Patient was returned to the o.r. On 03/05/2013 for removal of hardware. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients ID was reported as: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
A manufacturing evaluation coordinated by synthes (B)(4) reported the following: the analysis of the pedicle screws revealed fractures in the bodies of the 3 bone screws. The analysis of the rods revealed no visible failures. The type of fracture observed in the rods indicate that the construct was under load for a long period of time. X-rays revealed a construct with screw heads positioned slightly posteriorly and not to the bone with dynamic rod enhanced load sharing into the spine (when compared with static rod). The combination of a long lever arm and dynamic rods is likely the result of excessive forces applied to the screw bodies. All described nonconformities are post manufacturing.

Event description:
This is 1 of 1 report for (B)(4).